Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was initially unable to be removed from the pump, but reportedly, the customer was eventually able to successfully load a new cartridge. Customer's blood glucose level was 112 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.